Manufacturer narrative:
Submit date: 03/08/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that an issue occurred with an enteral feeding pump. Upon triage on (B)(6) 2017 the service tech found the unit had no audio.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of, ¿service technician finding that the unit had no audio.¿ the unit was triaged and the reported condition was confirmed. The pins of the amplifier in the audio circuit were found to be bent and touching each other. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.